Event description:
It was reported to philips that the device¿s image processing computer (ippc) was not starting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that ip pc was not starting. Review of the system log file showed that malfunctioning of the frontal ip-pc. As part of the troubleshooting process, fse found that ip pc issue was identified. The technician performed smcm procedures, software was reinstalled, and ip pc was replaced. After replacement of ip pc and software reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.